Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced two infusion set cannula kinked events on (B)(6) 2024 and (B)(6) 2025. The event occurred three hours after insertion. The insertion site was abdomen. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.